Event description:
It was reported the pt no longer had stimulation and was unable to communicate with the ipg using external devices. A replacement charging system did not resolve the issue. The physician explanted and replaced the ipg. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.